Event description:
It was reported that at the procedure to implant this subcutaneous implantable cardioverter, defibrillation threshold testing (dft) was unsuccessful and high shock impedance measurements were noted. The electrode was repositioned which resulted in decreased impedance measurements and x-rays confirmed acceptable device position. However, dft was still unsuccessful. The patient was brought back at a later date and additional efforts to perform dft failed. Therefore, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the procedure to implant this subcutaneous implantable cardioverter, defibrillation threshold testing (dft) was unsuccessful and high shock impedance measurements were noted. The electrode was repositioned which resulted in decreased impedance measurements and x-rays confirmed acceptable device position. However, dft was still unsuccessful. The patient was brought back at a later date and additional efforts to perform dft failed. Therefore, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. It was reported that this device was returned for evaluation. No additional adverse patient effects were reported.